Manufacturer narrative:
Part number, UDI: (01)07611819285446(10) lot number unknown (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient status is okay and surgery was completed successfully.tcp removal = va-lcp removal.

Manufacturer narrative:
Date of event: date of surgery is not known. PMA/510k: this report is for an unknown 2.4mm titanium locking screw, partial part number 412.xxx. Part and lot numbers are unknown; UDI number is unknown. Implant/explant date is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant device therapy date is not known without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported device was used to the distal radius. During the tcp removal surgery on unknown date, one (1) 2.4mm locking screw was broken below the screw head. The surgeon also stated that the procedure was conducted as it said exactly in the manual. No broken piece was left in the patient. No adverse consequence to the patient was reported. No information available regarding reason for the tcp removal. Concomitant device reported: plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown 2.4mm titanium locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product code: hrs. UDI# (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: part to investigate: 1x part 412.820s / #lot unk / lockscr ø2.4 self-tap l20 tan. We have forwarded the received parts to the responsible manufacturing site for further evaluation with the following results: as received condition: there was received one complaint screw with broken off head in context of this complaint. The screw in question related to this manufacturing investigation is broken at the neck and has strong traces of use around the breakage point on its surface and along of the threaded part of the shaft. The part was received in a non-original synthes bag. DHR review: a DHR review could not be performed for the affected lot because the lot number is unknown. The affected screw is not labeled and not laser marked and therefore is not verifiable with which order was this series manufactured. Investigation: all the relevant features were measured and have passed their specifications. Besides, during the manufacturing process, these relevant features are in general inspected and documented per the inspection sheet, however, in this case, we cannot show this inspection since the lot number is unknown. The check of the material certificate is not possible because of missing lot number. This complaint is rated as confirmed since the screw has broken as claimed by the customer. Yet, from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and all have passed the specifications. Conclusion: based on the provided information and afterwards it is not possible to determine the exact cause of this breakage. The condition of the screw and the usage sings, indicates that a mechanical overloading situation during screw removal could be the reason for the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.